Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis. Only videos were returned. The reported complaint was observed on the returned video. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated product. Received video shows an implanted intra ocular lens (iol), in the first video one haptic appears to be stuck to the optic. The surgeon uses surgical tools in an attempt to free the haptic from the optic. The video ends with the haptic still on the optic. On the second video one haptic appears to be stuck to the optic. The surgeon uses surgical tools to successfully free the haptic from the optic. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract with intraocular lens implantation surgery, the haptic and optic stuck together very strongly after implantation. The physician struggled for over 15 minutes to separate them, and finally managed to remove them. The surgery was completed on the same day and the lens sill remains in the patient's eye.